Manufacturer narrative:
The customer¿s report that the needleless connector leaked at the insertion site where the tubing meets the needleless connector was not confirmed. Visual inspection was performed on the smartsite and associate smartsite connectors to look for defects such as cracks, kinks, tears and separations. Visual inspection found no anomalies with the received smartsite connectors. Functional testing showed the infusion completed with no alarms or leaks observed at the connection between the smartsite connector and lab syringe. The received extension set and smartsite connector¿s female and male luer ports were measured and found to be within iso standards with the male and female go/nogo gauges. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that a leak occurred during a child's infusion at the needleless connector insertion site where IV tubing or a syringe would connect to the needleless connector. The needleless connector was given to the nurse educator after the event, and the connecting product was not saved. Although additional event information and the devices were requested, no other details or products were available, and the clinician stated she was not informed of any harm occurring as a result of the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.although requested, patient demographic details were not provided. Although the exact age is unknown, the patient is a child.

Event description:
It was reported that a leak occurred during a child's infusion at the needleless connector insertion site where IV tubing or a syringe would connect to the needleless connector. The needleless connector was given to the nurse educator after the event, and the connecting product was not saved. Although additional event information and the devices were requested, no other details or products were available, and the clinician stated she was not informed of any harm occurring as a result of the event.